Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. A new prostyle device was attempted; however, the same issue occurred as like the first prostyle device, no suture was found. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using two prostyle devices after a percutaneous coronary interventional procedure. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. A new prostyle device was attempted; however, the same issue occurred as like the first prostyle device, no suture was found. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.